Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube's markings coming off during use. There was no patient harm.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted outside its pouch and it was observed the printing on the tube was partially erased. It was reported that the endotracheal tube's markings coming off. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the use of lidocaine topical aerosol has been associated with the formation of pinholes in pvc cuffs. Lidocaine hydrochloride solution has been reported not to have this effect. Diffusion of nitrous oxide, oxygen or air can either increase or decrease cuff volume and pressure. Inflating the cuff with the gas mixture which will contact its external surface is recommended as a means to reduce the extent of such diffusion. Inflation of the cuff by ¿feel¿ alone or by using a measured amount of air is not recommended since compliance is an unreliable guide during inflation. Intracuff pressure should be closely monitored with a pressure measuring device. The pilot balloon is only intended to indicate the presence of pressure or vacuum in the cuff and is not intended to provide an indication of pressure level. Avoid exposure to elevated temperatures and ultraviolet light during storage. This product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risks to the patient. If the device is lubricated prior to insertion, follow manufacturer¿s application instructions. Excessive amounts of lubricant can dry on the inner surface of the tracheal tube resulting in either a lubricant plug or a clear film that partially or totally blocks the airway. Use of lubricating jelly to ease connector reinsertion is not recommended as it may contribute to accidental disconnections. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the endotracheal tube's markings coming off during use. A permanent marker was used to mark off the position of the tube. There was no patient harm.

Manufacturer narrative:
Additional information: b5, d8, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted an endotracheal tube with partially illegible printed marks. It was reported that the tube's markings came off. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are tho8, roughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: avoid exposure to elevated temperatures and ultraviolet light during storage. This product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices may result in a bio-incompatibility, infection, or product failure risks to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.